Event description:
It was reported that the patient's "device was not working on her right side." It was noted that the patient's device would increase to 9.0 v, but it would not go any higher. It was noted that the patient was "getting the screen notifying her that she could not increase stimulation any higher and then it would go to a screen of a finger pointing at a battery." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).